Event description:
Additional information was received. The issue did not affect a patient.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case by the l-bracket was cracked. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the parts were over 5 years old. Replaced worm gear, worm coupling, lead screw and both clutch halves. Performed occlusion test, preventative maintenance and all functional tests which passed.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a motor rate error. It is unknownif there was patient, or clinician injury associated with this occurrence. No further details provided at this time.